Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 300 mg/dl. It was reported that customer was sleeping for hours and was not eating. Caller reported that customer had depression and myotonic dystrophy. Customer was treated and released. Customer was not wearing insulin pump at the time of hospitalization; customer was disconnected insulin on the same day of hospitalization. Customer declined troubleshooting for high blood glucose.